Event description:
It was reported that a straight holt probe broke during use in the l3- iliac posterior fixation procedure. The broken piece was immediately retrieved from the pt. The procedure was completed without any further incident.

Manufacturer narrative:
(B)(4). Probe tip bent and broken. The submitted pictures appear to display a fairly tortuous fracture surface with no visible indications of fatigue. The bend tip, nature and location of fracture the surface suggests failure due to bend stress overload. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.